Event description:
It was reported that when the patient was in the hospital, loss of capture and a decrease in sensing were observed. The lead was explanted due to dislodgement. The entire system was electively explanted in preparation for end of life care.

Manufacturer narrative:
UDI (di): (B)(4).